Manufacturer narrative:
Infusion pmp utilizes ultrasonic air sensor to detect air in administration set and initiate alarm. Since an air filled tubing does not conduct ultrasonic energy ad does fulid filled tube, it is decrease in signal that indicates presence of air. Air sensor signal above software threshold value of 70 a/d (analog converted to digital) counts in interpreted as fluid in tubing and lower values are interpreted as air. Typically fluid filled tube will result in a/d counts in range of 330 to 650 and signal from air filled tube will be below 11. In addition, pump is designed to alarm for air gaps larger than 110 microliters in norm mode and larger than 80 microliters in nim mode. Smaller air bubbles can pass through air sensor. "Third party' that reportedly initially evaluated infusion pum was biomed dept. At hosp. Reportedly on at least one occassion air was seen passing through infusion pump without air alarm. Infusion pump was then evaluated by health protection branch in canada. With their testing of at least one occassion air was observe passing through infusion pump without an air alarm when IV bag emptied. Pump was then evaluated by baxter healthcare. Visual inspection of pump showed no obvious damage. However, it was noted that a serial numbe plate was no longer on the unit. Pump was tested with various baxter administration sets, checking the calibration values and functional operation of sensing system. In testing calibration vales with empty IV tubes, occassionally calibration values were above our specification limit of 10, however, well below alarm threshold of 70. Pump was run at 100 ml/hr and sets primed with dionized water were allowed to empty. Tests were also performed where containers of 100ml of di water were allowed to empty with the pump operaing at 100 ml/hr. In total, over 240 trials were performed and infusion pump appropriately alarmed each time when column of air reached air sensor. Co later received administration sets ultilized in testing performed by health protection branch. Samples included one administration set of product code jc5504, lot number st049x5r, and one administration set of product code 2c5493, lot numberr z129841. Two sets were tested in infusion pump with our procedure of allowing sets to empty with pump running at 100 ml/hr. Five repetitions were performed with each tubing, with additional five repetitions performed on code jc5504 where 100 ml was allowed to empty from container. This testing showed pump responding appropriately when air reached air sensor. As further repetitions were performed with the jc5504 set was observed that pump did not alarm as column of air passed through air sensor when tubing emptied. When pump door was opened we observed large residual droplet of fluid clinging to inner wall of IV tubing segment that was in air sensor. This water droplet may have caused greater transmission of ultrasonic signal and thus did not allow signal to fall below threshold initiating alarm.

Event description:
It was reported that when a nurse went to the bedside of a crying neonatal pt it was discovered that the IV container and tubing were empty and there was air in the tubing above and below the infusion pump. Reportedly the infusion pump did not alarm for air. It is not known if any air infused into the pt. No medical or surgical intervention was reported.